Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25x16mm synergy ii stent was advanced to the lesion. However, it was noted that the shaft of the stent delivery system (sds) came apart, but not completely while attempting to place the stent. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device lot number, device expiration date, device evaluated by MFR, eval summary attached, device manufactured date, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple several kinks throughout the hypotube. The hypotube was not separated. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. A visual and tactile examination of the shaft showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 2.25x16mm synergy ii stent was advanced to the lesion. However, it was noted that the shaft of the stent delivery system (sds) came apart, but not completely while attempting to place the stent. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.